Manufacturer narrative:
(B)(4). Procode: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision approximately 1 month postimplantation due to a baseplate/taper disassociation which caused a displaced glenosphere and secondary damage to the humeral bearing. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the taper of the taper adapter does not show any signs of damage but does show signs of use. The item and lot numbers of the taper adapter are confirmed to match the complaint. No product was returned or pictures provided for the baseplate as it remains implanted; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left reverse total shoulder arthroplasty with dissociation of the glenosphere from the glenoid base plate now with dislocated glenosphere within the superior aspect of the joint space. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: op report and post-op imaging notes showed postop changes from a reverse shoulder arthroplasty. After use of general anesthesia with interscalene block, a small amount of fibrous tissue was removed. The loosened glenosphere and humeral tray were removed. Glenosphere was reimpacted after changing the central screw size. Surgeon notes ¿it was felt as though this corrected the reason for failure of the original implant.¿ radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the left shoulder demonstrate reverse total shoulder arthroplasty with intact glenoid plate. Separation of the glenosphere from the glenoid plate with dislocated glenosphere within the superior aspect of the joint space. Humeral component is intact. As it was confirmed that the screw guide/template was used to check that the central screw was fully seated during the initial surgery, it remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.